Manufacturer narrative:
G2: correction sent to update g2 to additional information received from consumer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tu9z); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the lead was not connected to their bladder. Patient stated that they had an x-ray and their healthcare provider (hcp) confirmed that their lead was misplaced. Patient added that their hcp also stated that one of the possible reasons for the lead to be misplaced was their fall where they landed on their butt, which the patient later clarified as an incident that happened a year ago. Patient stated that the misplaced lead was not causing them any trouble or pain but then said that they have a "non-working system" in their body and they also said that they weren't satisfied with how their hcp explained the problem with their misplaced lead. They said the lead had moved and was out of place. They would require surgery to have it put in place. The doctor was refusing to do the surgery. The doctor just wanted to inject botox. Patient had very bad incontinence and had to wear paper pads. They were on medication and did pelvic exercises. The issue happened about a year ago. Patient said they called a manufacturer representative (rep) and they didn't call back. Caller requested doctor listings so they can get the lead fixed and use the system. Patient services emailed doctor listings.

Event description:
Additional information was received from the patient. The patient (pt) reported that they were frustrated with their hcp who took an xray and told them it broken and the hcp would not reattach it. It was still connected. The patient said they assumed the device was still working but not doing what it is supposed to do to control urine. Pt said they want to know if it could be reconnected. Pt said they had hoped the device was the answer. Pt said it had worked then stopped working and that's when they did the xray found out wire had been disconnected. The pt did not really fall and lost their footing and sat down on their butt was enough to change the wire location but they had no discomfort. The patient answer the follow-up questions to a letter that they received. When asked what steps were taken to resolve the lead problem they reported that approximately 3-4 months ago when it stopped working their incontinence became worse. The patient said they were not worried about the personal data and privacy question. They reported the issue was not resolved. They stated that removal or replacement was not planned and that the hcp would just leave it be. They reported that the current status of the system was still in use but not doing anything or unknown. They reported it could not be returned as it was still inside of them. During the call the pt said they wanted to get it working again. Patient services offered and sent physician listings in case the pt wished to seek a fresh perspective as well as mailed the patient handbook.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2tu9z implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.